Manufacturer narrative:
(B) (4). Sample will not be returned for evaluation.

Event description:
It was reported that the spring wire guide (swg) became stuck in the introducer needle and in the catheter. As a result, a vein section was performed. Additional information received on 05/03/2010, from the distributor stated that surgery was performed to remove the needle and the swg. As a result, a new es-04522 was opened for use, but the catheter could not be placed using the seldinger technique due to problems with the swg. There were no reported consequences to the pt. The pt is fine. Further information received from the distributor on 05/11/2010 stated they did place the swg, but through vein section.